Event description:
Customer reported false negative reactions with 0.8% selectogen lot vs748 cell 2 with a sample that had a previous history of anti-e. Customer stated the samples was tested on (B)(6) 2014 with selectogen lot vs748 and antibody screen was reported negative by provue. Because of previous history of antibody, panel ID using 0.8% resolve panel a was performed and anti-e was confirmed. Customer stated daily qc was performed and was acceptable. Repeat testing using same lot of screening cells and gel cards and the same 15 mins incubation time in manual gel method was performed and no reaction noted with vs748.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. Complaint review identified a trend. Samples returned to ocd for further investigation and confirmed what customer reported. Although retain testing passed all release criteria, donor was permanently deferred from further use. (B)(4).